Manufacturer narrative:
As received, a complete lead was returned for evaluation in four pieces. Electrical testing and x-ray examination did not reveal any indication of conductor fractures. Visual inspection revealed damages consistent with procedural damage. The lab was unable to perform the lead impedance testing due to the returned condition of the lead.

Event description:
During a follow-up, it was noted that the pacing impedance had gradually increased on the right ventricular (rv) lead. Additionally, there was a gradual increase in pacing threshold on the rv lead. X-ray was performed and revealed no anomalies. The rv lead was explanted and replaced and the patient was stable.